Event description:
It was reported that during a da vinci cystectomy procedure, the wire at the end of the megasuture needle driver was observed to be broken. There was no missing and/or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable had broken at the distal idler pulley. The idler pulley had spun freely and did not exhibit damage. The cable segment stuck out at the wrist. The cable broke under tensile loading. The other cables at the wrist were undamaged. Failure analysis observations also found the distal end of the instrument main tube had various scratch marks with light material removal. The scratches were .114 through .272 in length and not axially aligned with the tube. The cause of the damages to the main tube was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the cable/main tube found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.